Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backed up in the tubing during use of a novum iq large volume pump. This was observed during patient infusion via a peripheral intravenous (IV) line in the pediatric sedation department. The pump was programmed to infuse IV fluids at 50 ml/hr. The pump started infusing and after 3-5 minutes, blood was noted to be backing up into the IV tubing. The pump did not alarm and indicated it was infusing at 50 ml/hr with the green light on. The IV fluids were paused and the peripheral IV line was flushed without difficulty. Fluids were restarted on pump and blood was observed to back up into the IV tubing again. The pump indicated it was infusing with no alarms and the green light was on; however, there was no dripping noted in IV fluid chamber. The tubing was also clamped close to the patient and pump did not alarm downstream occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.